Event description:
It was reported that the patient alarms went off and that a power-on-reset occurred. It was noted the patient received radiation therapy. The device is still in use. No patient complications have been report as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.